Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received that the surgical procedure was completed successfully. A second calibration was attempted but did not pass. As mitigation, the local controls were used. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed as the sensor was found to be disconnected. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The initial calibration failed and the epgs was partially disassembled to access the sensor and measure output. The pst noted that the sensor was disconnected. The oxygen (o2) sensor measurement was 11.6 millivolts (mv) which is within the specification range. The sensor was re-installed, connected to the epgs and calibration was successful. The epgs was checked for accuracy of o2 blends and the fraction of inspired oxygen (fio2) set point was checked at 0.21, .060, and .090 flow rates. The epgs achieved all setpoints and held the on-screen value. A second calibration was completed successfully after the epgs had been used for an hour. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, the non-clinical activity was during testing of the unit. The three oxygen (o2) sensors that were used during testing that did not pass calibration were: part number: 889773 serial number: (B)(6), part number: 889773 serial number: (B)(6), part number: 889773 serial number: (B)(6).

Event description:
It was reported that during use of the device for a non-clinical activity, the electronic patient gas system (epgs) failed calibration three times. There was no patient involvement.

Manufacturer narrative:
Updated blocks: d9 and h3. H3: 81 evaluation is progress, but not yet concluded.